Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that during replacement of the enlite sensor, insertion failure occurred and enlite sensor insertion was failed. The needle housing was not removed successfully. The transmitter did not flash six times. This issue occurred twice.